Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "rubbers in the base" of the heartstart mrx "are damaged and they are getting burnt which is damaging the defibrillator paddles, the paddles button cannot be activated correctly". There was no patient involvement.